Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator was explanted due to a presumed infected pocket. The patient was reportedly septic. No additional adverse patient effects were reported.